Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the hospital for unrelated reasons. It was noted that the right ventricular lead had episodes of non sustained right ventricular oversensing due to noise. Noise was not reproducible via isometrics. No intervention was performed. The patient was stable and will continue to be monitored.